Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button stopped functioning. Customer confirmed the pump still turned on when plugged into a power source. In addition, it was reported the battery "felt hot" while plugged into a power source to charge. Customer's blood glucose level was in the 300 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified; however, the alleged battery issue was unable to be verified.